Event description:
During verification testing at the service center, the device did not alarm when a proximal occlusion was present.

Manufacturer narrative:
During testing, the device did not alarm when a proximal occlusion was present. This was due to the pad on the leaf spring of the proximal pressure sensor was off center which did not allow the leaf spring to move properly. As a result, the proximal sensor did not detect changes in tubing pressure. A probable root cause is misuse in the customer environment. A calibrated tubing set was used for testing per device release specifications. This report represents all the info known by the reporter upon query by hospira personnel.